Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up after the right ventricular lead delivered inappropriate shock due to oversensing. It was also noted that the lead exhibited an unusual elevation in capture threshold that appeared to vary daily. The physician suspected that oversensing was likely caused by the patient's left ventricular assist device and elected to cap and replace the lead on (B)(6) 2020. The patient was in stable condition.